Event description:
Material no. 309653 batch no. 8360888 it was reported that before use of the bd luer-lok¿ tip syringe a brown foreign substance was found in a sealed syringe. The following information was provided by the initial reporter: the facility has experienced a contamination issue with some of their 60 ml syringes. There is a brown foreign substance on the syringe. It has not been opened and is sealed. The item number is 309653 and the lot number is 8360888.

Manufacturer narrative:
Investigation: one (1) sample and one (1) photo were provided by the customer for investigation. The sample was visually examined using unaided vision. It was observed that there is brown foreign matter (fm) embedded in the flange of the barrel and also in the body of the barrel at approximately the 40 ¿ 45 ml scale gradient area. The photo provided by the customer shows the non-conforming syringe in the sealed blister pack. Embedded fm can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. When starting the molding process, the press is put into "startup" where the press runs until any potential fm is flushed through the system. The press remains in startup until no fm is detected in inspections. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 309653, batch no. 8360888. It was reported that before use of the bd luer-lok¿ tip syringe a brown foreign substance was found in a sealed syringe. The following information was provided by the initial reporter: the facility has experienced a contamination issue with some of their 60 ml syringes. There is a brown foreign substance on the syringe. It has not been opened and is sealed. The item number is 309653 and the lot number is 8360888.